Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implant date: (B)(6) 2015. 5568-45 lead, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, the left ventricular (lv) lead was unable to pace at two different programmed pacing vectors and the lv threshold value was unable to be obtained. The lv threshold was decreased and the lead remains in use. No patient complications have been reported as a result of this event.